Manufacturer narrative:
Technical inspection of the system did not reveal any technical issues. The handpiece was not inspected as it was discarded by the user. Investigation attributed the root cause to user errors: the doctor utilized cut off temperatures and total energy that exceeded the recommended limits per IFU. This was combined with incorrect technique: stamping on the same spot for too long and not having a good control of the internal probe, leading to full depth thermal injury. Secondary infection is attributed to lack of aseptic conditions during/post procedure. Retraining has been scheduled for the clinic. The patient is currently being treated with laser for scars at the same clinic.

Event description:
Full thickness burns on medial thighs, with secondary infection, post bodytite procedure.